Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula kinked event on (B)(6) 2024 which caused hyperglycemia over 600 mg/dl. No further information available.